Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call customer was hospitalized due to high blood glucose levels. Customer's blood glucose level was 1500 mg/dl. Customer was in diabetic ketoacidosis and was wearing the insulin pump when admitted into the hospital. The insulin pump was removed since the hospital staff believed the device caused the high blood glucose levels. Nurse advised they do not want to test the insulin pump at this time. Nurse was assisted with setting the time and date, priming the insulin pump and how to fill the cannula. Nurse was advised to have customer call back and give details of the hospitalization. Nurse also verified how to insert the infusion set without the serter and learned about how the bolus wizard worked.